Event description:
The patient reportedly experienced a loss of lock with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Surgery to explant the patient's device will be scheduled.